Manufacturer narrative:
B3. Event date is approximate, month and year valid. See b5 for additional information. D10. Section d references the main component of the system. Other medical products in use during the event include: product ID: hh90t01, serial: (B)(6), product type: 2201-mobile platform product ID: a820, product type: software, software version: 2.0.1700 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing prialt, dilaudid, and bupivacaine for non-malignant pain. It was reported that for about 3 months, the patient's personal therapy manager (ptm) would lag at 90% for a long time, and would eventually tell them that the application was having problems and to wait or go away. An agent walked the patient through clearing data and the patient closed all applications. The patient was able to connect to the myptm app like normal.